Event description:
It was reported that the user experienced recurrent nocturnal low glucose events, with a confirmed fingerstick blood glucose of 65 mg/dl while using a dexcom g7 integrated with the ilet system, and the user inquired whether recent radiation therapy could affect glucose levels and requested discussion of cgm target range adjustments. Symptoms included hypoglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.